Event description:
Incident reported as: while the pt was being suctioned, the nasal trumpet collapsed and went down pt's airway. The pt had to be scoped in order to retrieve airway. No pt injury reported. No further info available at this time.

Manufacturer narrative:
The device has been requested for investigation, but has not been received yet. Should device become available, a detailed review of the device will be performed.